Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the ok keypad button being under responsive was not duplicated during testing. All of the keypad buttons were found to respond appropriately. The keypad was removed and there was no evidence of contamination observed under the button contacts. There was no defect found during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.